Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was loose as the customer experienced difficulty connecting the usb cable into the usb port resulting in intermittent issues with charging the pump battery. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.